Manufacturer narrative:
The insulin pump had an intermittent button response on the esc button due to moisture damage on keypad traces noted. No rewind anomalies noted during testing. The insulin pump had minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
It was reported that the insulin pump had an unresponsive keypad. The blood glucose reading was 370 mg/dl. The customer's relative stated that the up button did not work and that the customer was unable to put insulin in. She stated that the customer had to go through carbohydrates. She also stated that while trying to change the insertion site, the insulin pump was not rewinding. No significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.